Manufacturer narrative:
Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not suspected or confirmed through investigation, no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. H11: corrected data: h6 (component code).

Event description:
It was learned through implant patient registry that a 27mm 3300tfx aortic valve, implanted in the pulmonic position, was explanted after an implant duration of 8 years due to unknown reason. The explanted device was replaced with a 27mm 11500a aortic valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: a4, b4, b5, b7, g3, g6, h2, h6 (device code, type of investigation).

Event description:
It was learned through implant patient registry, investigation and medical records, that a 27mm 3300tfx aortic valve, implanted in the pulmonic position, was explanted after an implant duration of 8 years due to moderate valve deterioration. The explanted device was replaced with a 27mm 11500a inspiris resilia aortic valve. The patient was in recovery post procedure and discharged on pod # 10. Per medical records, the patient presented with pulmonary valve degeneration, severe aortic insufficiency and ascending aortic aneurysm. Tee and echo cardiogram demonstrated moderate pulmonary valve deterioration. The patient underwent a redo sternotomy to replace pulmonary and aortic valves. A 27mm 3300tfx megna ease aortic valve implanted in pulmonary position was explanted. Intraoperatively found that rv to pa conduct is heavily calcified and the patch from the prior pulmonary valve replacement was densely adherent to the posterior chest wall. The previous valve was replaced with pulmonic valve conduit replacement with a 27mm 11500a inspiris resilia and a 24mm gelweave graft. Due to significant ascending aorta aneurysm and severe truncal valve insufficiency. The patient underwent an aortic valve replacement using a non-edwards device. The procedure went well and both pulmonic and aortic prostheses functioned well with no significant regurgitation or pvl. Following the initial separation from the bypass, there was tremendous amount of bleeding from the posterior rvot at the previously calcified conduit. This necessitated a return to bypass and stop the bleeding. The patient tolerated the procedure well, then was transported to the ICU in stable condition and discharged pod#10.